Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed and displayed a black screen with a password prompt. A field service engineer (fse) checked all drawers and cabling to see if the error could be recreated. The fse also checked power management and the all-in-one (aio) bridge but could not recreate the error. The aio was replaced. Then, the fse applied to the power switch bracket. All cabling appeared to be in good working order, and the backup battery was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the station was on black screen. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.